Event description:
The lot number for the test strips of the blood glucose monitoring device was difficult to read. Reporter stated there was a black "pen mark" or something black written through the number and indicated had not written. A request was made for the return of the suspect product and replacement product was sent.